Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider mechanism jammed and the stent was stuck in the injector, thus fractured" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.